Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log indicates the device was not stored with pads attached which caused the returned battery to be depleted. The main board was replaced as a precaution and the battery was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.